Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Upon review of the examples provided by the user and the sensor data available in the data management system (dms), escalation analysis indicated that the system was working within expectations and that the observed discrepancies could be attributed to the initial post-insertion period ("early wear time"), which is described in the user guide and supported by clinical performance data as an expected phase of sensor stabilization additional monitoring indicated that the bg values met sg trends well with occasional lag between the bg and sg inherent to sensing technology. The user was advised to continue using the system and to enter calibrations when glucose trends were not changing rapidly. Further follow-up with the user was not possible as the user remained unresponsive to multiple contact attempts, but review of the data management system (dms) indicated that the system remained in active use with up-to-date information.